Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the keypad was found to be in tact; no damage was observed. During testing, the complaint of the up arrow and down arrow keypad buttons¿ under-responsiveness was not duplicated. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was no evidence of damage or contamination found on the button contacts. Unrelated to the complaint, the pump was powered on and investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow buttons were under responsive. The reporter alleged that the button issue caused an under delivery of insulin. However, no blood glucose excursion was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.